Event description:
It was reported that during an unspecified procedure, the filter deployed prematurely. The intended site for filter deployment was the femoral artery, however, which femoral artery is unk. Upon removal of the device from the package, it was noted that the protective end cap was in place and no damge was noted to the device. Following successful preparation of the device with heparinized saline, the sheath with the dilator was properly placed at the femoral access site without difficulty and a pre-placement vena cavogram was performed to confirm the capsule carrier position. With the handle in the locked position and while maintaining intermittent flush, the physician inserted the 12fr femoral titanium greenfield filter under fluoroscopic guidance, however, upon advancing the device the filter spontaneously deployed completely in the femoral artery. With "significant effort", the physician was able to successfully retrieve the filter intact, however, it was unk if any devices were used to assist the physician in the removal of the device. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is unk.